Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the customer alleged the insulin pump was under delivering. The customer's blood glucose level was 500 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer performed high pressure test and it was failed. The device will not be returned for analysis.